Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was able to successfully load a cartridge and resume insulin therapy, and the issue was resolved.